Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using too long of an implant or placing the implant too deep.

Event description:
The obese patient had bilateral si joint arthrodesis in (B)(6) 2019 where three implants were installed on each side. The patient complained of left side radicular pain following the procedure. The surgeon determined that the superior positioned implant was impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.